Event description:
While performing testing during a preventative maintenance process, a technician witnessed a free flow. No patient involved.

Manufacturer narrative:
This pump was investigated by sigma engineering and independent experts for determination of the root cause of the failure. The conclusion of the investigation was that a free flow condition was created by a mechanical failure of the lower cam bearing. The most probable root cause(s) of the bearing failure are a mechanical misalignment of the bearing to the shaft and a loss of lubricant within the bearing.